Event description:
It was reported that the patient presented in the emergency department experiencing fever and chills. On (B)(6) 2017 the patient was transferred to another facility due to suspected infection. On (B)(6) 2017, blood cultures were taken and revealed that the patient had endocarditis. Computed tomography scans confirmed that there was vegetation on the right ventricular lead. On (B)(6) 2017 the entire system was explanted. Patient was stable during and after the procedure and has been cleared of infection.

Manufacturer narrative:
Analysis was normal. No anomalies were found.